Manufacturer narrative:
(B)(4). Batch #t94j2a. Investigation summary: the device was received with the top of the I-blade slightly lifted and cable cut off. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. Due to the device returned condition, we were unable to investigate further. The jaws were found attached to the instrument. In addition, no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a colon resection, enseal was not sealing well and the jaws were not opening well. The case was completed with another enseal. There were no patient consequences.